Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was also reported that the patient underwent additional surgeries on: (B)(6) 2008-urethrolysis, sling revision, excision vaginal mesh due to mesh erosion, (B)(6) 2009 and (b)96) 2012-excision of mesh due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and bard matrix collagen acell were. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with laparoscopic abdominal sacral colpoperineoplasty with deep dissection into the vesicovaginal space for repair of both the apex and cystocele prolapse, laparoscopic repair of enterocele utilizing the retroperitoneal graft approach, rectocele repair and suprapubic tube insertion due to cystocele, rectocele, enterocele and stress incontinence. It was reported that patient underwent exploratory laparotomy with proctectomy with end colostomy, repair of vagina and exclusion of the pelvis, omental pedicle flap on (B)(6) 2015. No additional information was provided.